Event description:
As reported by hosp, when the 10" contrast injection line was attached to a power injector for an lv gram, air was entering at the connection. There was no pt injury or air injection into a pt.